Manufacturer narrative:
Date of the event is .

Event description:
Related manufacturer reference number: 3006705815-2021-00752. It was reported the patient had ineffective stimulation. X-rays revealed one of the patient's leads had fractured. A significant amount of hard scar tissue was observed at the midline incision that was putting pressure on the anchor site and the fracture was noted at that location. Note: it is unknown which lead was fractured, as such both leads are being reported.

Manufacturer narrative:
The report of ¿lead fracture¿ was not confirmed. Analysis of the lead found it was returned complete, had no anomalies, and passed all testing.